Event description:
Pt with metastatic colon cancer to the liver underwent therasphere treatment of 143 gy to the right lobe of the liver 9/2001 that was uneventful. Subject was discharged the same day of treatment. In 2001 the subject went to the ER for pain and discharge from the incision site in the right groin. Subject had an incision and drainage followed by packing of the wound and discharge from the ER. On follow-up in 10/2001 the site was erythematous, swollen, with purulent discharge. A vascular ultrasound was done which was negative. Subject was started on 10 days of keflex orally. On follow-up 3 days later, symptoms were resolved with the exception of slight erythema. Subject was not febrile for the events.